Event description:
It is reported that the retractor was being used in gaining exposure to the humerus during a heme arthroplasty procedure. Unfortunately, it broke while trying to gain more exposure.

Manufacturer narrative:
Evaluation summary: excessive bending loads may have been placed on the retractor during the exposure step. The exact cause can not be determined with certainty. Evaluation: as returned, the retractor is fractured at the center of the oval-shaped cutout. Manufacturing documentation is in order and appears to be conforming. The device has a potential field age of just over 1 year. Device history records indicate all components were manufactured and inspected to specification.